Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been sent down for low flow. A functional check showed the device was able to maintain inlet pressure(ip) of -7psi at a circulation pump command(cpc) of 54 percentage. They discussed that this was not indicative of a device failure. Per tech support or biomed via phone on 14june2024, customer stated that when they spoke with the tech, it was determined that it was a pad issue. They recalibrated the device and returned it to service. No patient involvement.

Event description:
It was reported that the arctic sun device had been sent down for low flow. A functional check showed the device was able to maintain inlet pressure(ip) of -7psi at a circulation pump command(cpc) of 54 percentage. They discussed that this was not indicative of a device failure. Per tech support or biomed via phone on 14june2024, customer stated that when they spoke with the tech, it was determined that it was a pad issue. They recalibrated the device and returned it to service. No patient involvement.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.